Event description:
Device 3 of 4. Reference MFR reports: 1627487-2012-02443, 1627487-2012-02444 and 1627487-2012-02446. The physician had taken the pt to surgery to address a lead migration issue (reference MFR report 1627487-2012-06301). It was reported the physician made an incision and noted excessive fluid and probable signs of an infection. He decided to explant the pt's scs system. It was reported the pt was on oral antibiotics postoperative and culture results were negative. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.